Event description:
Continued complaints of battery failures on an inventory of 523 pumps even though batteries have been replaced in as litle as one month. The pump has normal warnings and shutdown processes when battery depletion is detected. There has been a continued discussion with the company. Their response has been slow or not at all. They have indicated we are not using their batteries and not fully recharging the pumps between use as the reason for failure, however we have 255 pumps in the same type of environment we are using without the wireless communications that have normal battery failure life. (1-5 years)this causes a delay in treatment and excessive full time employee time finding a replacement. We believe the pump continues to send a "heartbeat" to the network server even when turned off which causes premature depletion. The company has not responded to that statement officially.====================== health professional's impression======================there are repeated battery failures with this product which uses wireless downloads and communication. We believe it is because of the extra current used for communications causing a pre-mature battery failure/ depletion of the battery.